Event description:
Boston scientific received information that an advocate for the patient implanted with this device system reported that the patient had been experiencing blackouts and passing out. Patient services was consulted and it was stated that the patient had not sought medical attention. Patient services strongly advised the patient advocate to ensure the patient sought medical attention. No further information was available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.